Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (486 mg/dl at its highest) and insulin injections were administered to address the bg. During troubleshooting, air bubbles were observed in the tubing and the customer successfully primed them out. The pump time/date was off due to the customer entering them incorrectly. The customer was attempting to deliver a bolus larger than 10 units to address the high bg; however, the max bolus setting was for 10 units. The customer changed the pump max bolus setting to greater than 10 units and corrected the time/date. The customer's bg was trending downward (290 mg/dl).